Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 796894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping"), nausea ("nausea,"), allergy to metals ("nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), tinnitus ("ringing in ears"), insomnia ("insomnia,"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic, cystoscopy, salpingectomy). Essure was removed on 20-oct-2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, panic attack, dysmenorrhoea, nausea, allergy to metals, anxiety, tinnitus, insomnia, rash, vaginal discharge and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, nausea, panic attack, pelvic pain, rash, tinnitus, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right: 4 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 796894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On 20-mar-2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping"), nausea ("nausea,"), allergy to metals ("nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), tinnitus ("ringing in ears"), insomnia ("insomnia,"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic, cystoscopy, salpingectomy). Essure was removed on 20-mar-2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, panic attack, dysmenorrhoea, nausea, allergy to metals, anxiety, tinnitus, insomnia, rash, vaginal discharge and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, nausea, panic attack, pelvic pain, rash, tinnitus, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right: 4 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), panic attack ("psychological or psychiatric problems condition: panic attacks"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping"), nausea ("nausea,"), allergy to metals ("nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), tinnitus ("ringing in ears"), insomnia ("insomnia,"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, panic attack, vaginal haemorrhage, menorrhagia, dysmenorrhoea, nausea, allergy to metals, anxiety, tinnitus, insomnia, rash, vaginal discharge and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, nausea, panic attack, pelvic pain, rash, tinnitus, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),nausea, nickel allergy, pain, psychological or psychiatric problems condition: anxiety, panic attacks, rashesor skin conditions, vaginal discharge, insomnia, ringing in ears, back pain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping"), nausea ("nausea,"), allergy to metals ("nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), tinnitus ("ringing in ears"), insomnia ("insomnia,"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure/ bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, panic attack, dysmenorrhoea, nausea, allergy to metals, anxiety, tinnitus, insomnia, rash, vaginal discharge and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, nausea, panic attack, pelvic pain, rash, tinnitus, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : previously reported event "pelvic pain, abnormal bleeding (vaginal),abnormal bleeding (menorrhagia)" outcome updated to "recovered/resolved" based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.